Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 434 mg/dl. The customer changed site in the morning as the blood glucose was running high in the night and in morning blood glucose level was 360 mg/dl and even after changing set and site the customer had high blood glucose level which was treated with syringe manually and then the customer¿s blood glucose level was 372 mg/dl. The customer was helped for troubleshooting of no delivery alarm which was resolved by complete set change. The reservoir will not be returned for analysis.